Event description:
The iab was inserted into the pt on 7/11/97 at 9:45 a.m. And removed on 7/12/97 at 11:15 a.m. The iab did not malfunction. As a result of the event, the pt had a thrombosis. A vascular surgeon was consulted and surgery was required. (Event complications: thrombosis/surgery required-reported 8/27/97). (Pt's current status: discharged-rpt'd 8/27/97).